Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, the basket of an ngage nitinol stone extractor would not completely close when the device was tested prior to an unspecified procedure. The device did not make patient contact. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: device was returned in the open outer package inside the shipping tray. The handle and the basket formation were in the closed position. The collet knob was tight, but the mlla (male luer lock adapter) was loose. The peet measured 3.2cm. There was a kink in the basket sheath 41.5cm from the distal tip. The function test noted the handle opens an closes the basket formation. When the black slide is pushed to the bottom of the white handle when closing, the closed basket formation has gaps. There was approximately 3mm between the end of the black slide and the white handle when in the closed position. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that fully opened and closed when the handle was functioned. A kink was found in the basket sheath, it is possible that the kink prevented normal function of the basket for the user as reported. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ngage nitinol stone extractor would not completely close when the device was tested prior to an unspecified procedure. The device did not make patient contact. No adverse effects to the patient have been reported as a result of this occurrence.